Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire advancement is inconclusive due to the state of the returned sample. One photograph of a wire was returned for evaluation. Inspection of the photograph found that two wires were present, one which appeared to be partially inserted into the patient's extremity and another which was resting next to the partially inserted guidewire atop the csr wrap. No obvious damage or protrusions could be seen on the surface of either wire. Multiple gauze pads were covering the insertion site, obstructing a visual of how the wire was inserted into the patient. Based on the returned photograph, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during catheter insertion at the oncology department, the guidewire could not be advanced into the blood vessel. Upon withdrawal, a small blood clot was observed at the transition point between the rigid and flexible sections of the guidewire. It is suspected that an issue at this connection point prevented successful advancement into the vessel. The patient did not have a thrombus and was not treated for thrombus. The catheter was removed and there was no re-implantation of the PICC. At this stage, the patient is just radiotherapy oriented and there are few infusions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire advancement was unconfirmed because the problem could not be reproduced. The products returned for evaluation were one 4fr sl groshong catheter w/inlaid stiffening stylet and one nitinol guidewire. The returned components were microscopically and macroscopically inspected but no remarkable features were observed. Based on the available material for review, no features were identified which would indicate that the guidewire provided resistance during insertion. Therefore, the reported event could not be confirmed.